Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was noted that the bipolar thresholds were increasing and device changed to unipolar. Then the unipolar thresholds started to increase. During the replacement procedure pocket stimulation occurred. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.